Event description:
A customer reported an issue with a pump battery that would not charge, despite efforts to resolve the problem by using different wall outlets, charging cables, and wall adaptors. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer was informed to use a backup therapy but declined to provide information on the type used.